Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and concentration not reported via an implantable device. The indication for use was intractable spasticity and head/brain injury. The healthcare provider reported that the patient's family heard the pump alarming and that the patient had missed a refill. The healthcare provider checked the pump status and the empty pump reservoir alarm had occurred on (B)(6) 2016. There were no patient symptoms reported. The company representative was not aware of any actions or interventions taken to resolve the empty reservoir.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.